Event description:
It was reported that a patient experienced a breach in aseptic technique during drain of peritoneal dialysis therapy. The patient stated they disconnected to go to the restroom and when they came back, they accidentally touched the patient line. The patient then reconnected to the line. The technical service representative advised the patient to start over with all new supplies and reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient touched the patient line while disconnected and reconnected resulting in a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.